Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added in b5 and b7. B5: upon follow-up, it was reported that antibiotic treatment was stopped and the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause was unknown. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1g, ongoing, route, frequency were not reported) and amikacin injection (1.5 g, ongoing route, frequency were not reported) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.